Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the endo stitch was used to close the vaginal cuff with interrupted stitches. On the second bite, the doctor felt that the handles were harder than normal to close and harder than normal to toggle. Upon toggling, the doctor discovered that the needle had broken in half in the patient. The needle was never discovered after 2 hours and 10 x-rays.